Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of hardening, lumpy, and nodular are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events: per tables 1 and 2: injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects possible injection site responses after injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Health care professional instructions: the injection technique may vary with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered. A tunneling technique, serial puncture technique, fanning technique, or a combination has been used to achieve optimal results. Injecting the product too superficially may result in visible lumps and/or discoloration.

Event description:
Healthcare professional reported after injection in the lips, vermillion border, and vertical lip lines with 2 syringes of juvéderm volbella® xc the area around the vertical lip lines of the upper lip had become progressively hard approximately 2 months post injection. The hardness on the upper left side was more severe. Approximately one month later, patient was treated with hylenex/hyaluronidase in the upper vertical lip lines only. Two days later, there was hardening of the vertical lip lines in the lower lip; hylenex was injected in the area that day. Patient was also prescribed keflex for 10 days and claritin. Five days later, since there was not much improvement in symptoms, the patient was injected with hylenex in the vertical lip lines of the upper lip. Two days later, a mixture of hylenex diluted with xylocain+epi was injected in the entire area. The area of hardness is still worse for the upper left side. The area is also more nodular (rather than a continuous area of hardness as before) and lumpy. It was noted that an unspecified amount of time prior to the first treatment with hylenex, the patient visited their primary care physician who prescribed a methylprednisolone dose pack to the patient. Healthcare professional and their colleagues have been consulting with a plastic surgeon who suggested treating the patient with low dose kenalog approximately 4 times, 10 days apart. Patient has already had 2 treatments. Symptoms have not completely resolved. Healthcare professional also noted the patient has rosacea and their face is usually ¿inflamed.¿ they also commented that patient is always sunburned and exposed to harsh weather conditions, but does not use sunscreen.